Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited damage alert suspected to be a false alert caused by an unrelated surgery. No changes or interventions were reported. There were no patient consequences.